Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device was unable to switch tracing from the pads to the ECG leads. The device was reported as being in use at the time of the event on a patient. However, the initial reporter confirmed answering the safety questions during service order initiation that there was no adverse patient impact.